Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic video-assisted thoracoscopic surgery (vats) wedge resection procedure. The stapling device was being applied to the lung tissue. The device was loaded and no staples were in the cartridge. It was like the cartridge had already been fired out of the package. In order to resolve the issue and complete the case, opened another reload. There was no patient harm. The patient status is alive, no injury.